Manufacturer narrative:
Work order completed: h6) a manufacturer representative went to the site to test the navigation system. It was reported that there was no fault found. Codes b01, c19 and d14 are applicable. A13: applicable to unable to download from picture archiving and communication system (pacs). A1102: applicable to error 732, error with c-move. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site was unable to download from picture archiving and communication system (pacs). The navigation system was able to connect and receive images from the imaging system. There was an error 732, error with c-move when attempting to download exams from the system. Technical services instructed the use of another ethernet cable and pacs port, but the issue persisted. It was confirmed that space was available and static network set up and getting green wired ip (internet protocol) in digital intercommunication of medicine (dicom) transfer screen on the system. After some time, the system was not getting error code 732 and instead stayed at 0%. The probable cause was likely the pacs. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735859, ubd: unknown, UDI: unknown see also section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that this issue has been resolved. The site was able to connect with the hospital's pacs team and obtain correct network information regarding ip addresses, etc, and they were able to get all images transferred to the system without any further issues.